Event description:
It was reported that during implant attempt, abnormality impossible of advance at helix it was found by device inspection before the implant. By verification before the implant, because helix did not do advances, use was canceled, and a new lead was used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B) (4) analysis of the returned device found no anomalies.